Event description:
Patient came to office with punctum plug protruding from puncta with tissue growth around the punctum plug. The punctum plug was removed and the patient was treated with antibiotic drops. Patient reported to be in good condition.